Manufacturer narrative:
Concomitant medical products: 6940-52, lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) was fractured. The lead had a lead integrity alert (lia) triggered by high rate non-sustained episodes and sensing integrity counter (sic). There was also an alert on the rv lead for high/undefined impedance on the rv coil and superior vena cava (svc) coil. The device was turned off. No patient complications have been reported as a result of this event.